Event description:
Patient had left ankle hardware removal surgery today around 8 a.m.. After case was finished, tech took c-arm to tech area to send image to pacs. Dr wanted only image #2 sent to pacs (only 2 images saved during case - both images were saved about 10 minutes apart from each other). Image #2 (smaller image) could be seen in the image directory, but once small image was highlighted on machine, c-arm would not bring the large image up on left side of monitor. The c-arm would only recognize image #2 as image #1. Example: image #1=image #1... But image #2=image #1. As a result, image #2 was lost, so left ankle order was cancelled in mysis (emr). Doctor was notified by staffperson that image was lost and he said he would order x-rays in the recovery room for the record. Also, staffperson called in machine to our imaging service provider.